Event description:
Additional information was received from the patient. They reported that the cause of the "question mark screen" was due to low battery. The cause of the por was not determined but they most likely think the cause was due to the battery reaching end of service. The patient stated they will have surgery to replace the battery on (B)(6) 2023 at 9 am. They clarified they did fall but were not sure if the device was damaged.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that they were having trouble getting their 'device to read' (they were seeing a question mark screen when they went to connect) and mentioned they spoke with a medtronic representative (rep) today, 2023-jan-26, about their issue and the rep told them to locate a managing health care provider (hcp), as the patient recently moved, and call patient services. The patient then further clarified their issue and reported that they had more of an urgency to pee but still could hold it, though they'd leak a little. The patient stated that before, they'd get the urgency and it would 'taper off' for them but now, though they thought that they didn't have the urgency as much anymore, when they did get the urgency, it didn't taper off and they had to get going to find the bathroom. The patient also stated they fell "like 3 times" and they noticed the urgency/leakage also after the fall so they didn't know if they pulled a lead off, but when they went to make the stimulation 'increase' ("maybe a month ago") it showed the patient a picture of a doctor and it told them to call their doctor. The patient stated they tried to increase 3 separate times but each time saw the doctor picture and now they were just seeing the question mark as of yesterday (B)(6) 2023. Patient services wanted to note that the patient was a little contradictory for the timeline on their falls, and when they started noticing their symptoms because initially they stated they noticed the symptoms before their falls but then later stated they fell in 'mid november 2022' and that was also when they started to notice their symptoms (probably in the middle of november 2022 and part of december). The patient stated they'd spoken with an hcp who worked with the interstim device, but the patient had been trying to locate an hcp that was a little closer to where they lived. The patient stated they'd already searched for hcps online using the physician finder and there weren't any close to where they lived now. The patient stated they lived in a remote area. Patient services reviewed physician listings with the patient and the patient stated they were going to research finding an hcp in their area and follow up with the hcp to check their implanted system.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.